Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. A diagnostic upload (du) was completed and verified in dms, and the case was escalated to next level support. Next level support recommended re-linking the sensor and provided detailed steps. The user successfully completed the re-linking process, and the system was monitored for three days. During the monitoring period, next level support approved a sensor replacement due to performance concerns and instructed customer care to confirm reinsertion details and shipping information. The user declined reinsertion, reporting that after the re-linking process the system was functioning accurately and that they were nearing the end of the sensor's life. Next level support reiterated the recommendation for replacement; however, the user refused further contact regarding reinsertion. No further resolution was possible for the complaint. B4.date of this report 04 dec 2025 g3.date received by the manufacturer? 04 dec 2025 h6. Type of investigation updated to 4121,4114 h6. Investigation findings updated to 3321 h6. Investigation conclusions updated to 67.

Manufacturer narrative:
The user reported that the cgm displayed results differing from glucometer measurements. A review of dms indicated that the user was advised to re-link the sensor, which was successfully completed, and the alert was confirmed on dms. Based on additional review, a sensor replacement is still recommended due to system performance. However, per notes, the user declined the replacement and requested not to be contacted about the issue further. No additional actions are required.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.